Event description:
It was reported that during the laser lithotripsy procedure, the wire stripped inside patient. The procedure was successfully completed using an alternative device, and there were no known patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.